Event description:
It was reported, the video system center had an e216 (scope communication error) and the image was noisy where the object could not be recognized. The issue occurred during preparation for use in a diagnostic gastroscope procedure. There were no reports of patient harm. The facility finished the procedure with the replacement device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely noise appeared on the image due to printed circuit board. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.